Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) visited customer site and upon inspection of the unit, he was unable to confirm the reported error issue. Fss checked all connections but the issue was not confirmed. The system was found to meet amo specification. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that error 2012 (instrument host timeout error) occurred on the whitestar signature system when they booted up the system. Customer rebooted the system and the problem was fixed. There was no patient involvement reported and there was no patient treatment delays or cancellation.